Event description:
It was reported that this right ventricular (rv) lead had a lead body conductor fracture causing the lead to exhibit inappropriate shock, oversensing with pacing inhibition but no asystole, and high pace impedance. The lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)